Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2017 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2017 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("second one is fragmented and uncoiled") in a 39 year-old female patient who had essure inserted (lot no. C03093) for female sterilisation. The patient had a medical history of parity 3, multi gravida (supervision normal multigravida pregnancy), drug allergy (allergies albuterol sulfate, banana, ceftriaxone sodium, no latex allergy, dilaudid [hydromorphone hydrochloride], and phenergan [promethazine hydrochloride), cervical cancer, post-traumatic stress disorder, head injury, hypokalemia and sinusitis. Previously administered products included: varicella zoster vaccine, azithromycin, glycerol, albuterol sulfate, prochlorperazine and hydromorphone. On 24-jun-2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy laparoscopic (bilateral) done on 13-oct-2020). At the time of the report, the outcome of the event was unknown. Essure was removed on 13-oct-2020. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.183 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: exam: hysterosalpingogram history: (B)(6) 2014 s/p essure tubal occlusion procedureplease confirm adequate occlusion and placement of coils. Procedure: the nature of the procedure, its risks, its benefits, and its alternatives were explained to the patient. She was given an opportunity to ask questions. She agreed to undergo the exam, and verbal consent was obtained. The cervix was visualized with a vaginal speculum. The external cervical os was cleansed with betadine. The hysterosalpingogram catheter was advanced into the cervical canal, and the balloon was inflated with 1.5 cc of air. Omnipaque 300 contrast was then injected into the endometrial cavity, and digital spot radiographs were obtained in multiple projections. Complications: the patient tolerated the procedure well. No immediate complication detected. Findings: uterus: the endometrial cavity is normal in size and shape; no filling defect is seen. Fallopian tubes: essure devices are in the expected locations with the tips in the radiographic uterine cornua bilaterally. No contrast is seen in the fallopian tubes. No free intraperitoneal spill. Impression: bilateral tubal occlusion via the essure devices [pathology test] on (B)(6) 2020: surgical pathology: final diagnosis: bilateral fallopian tubes, salpingectomy: completely transected sections of fallopian tubes. Essure coils identified (gross only). Gross: received: in formalin. Label: patient's name and medical record number as "bilateral fallopian tube and essure coils description: tan segments of fallopian tubes. Also within the container are two essure coils, first is intact with spiral coil attached with a middle stick measuring 3.2 cm length, second one is fragmented and uncoiled. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage ((B)(4)). The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. Indication added. Event device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("second one is fragmented and uncoiled") in a 39 year-old female patient who had essure inserted (lot no. C03093) for female sterilisation. The patient had a medical history of parity 3, multi gravida (supervision normal multigravida pregnancy), drug allergy (allergies albuterol sulfate, banana, ceftriaxone sodium, no latex allergy, dilaudid [hydromorphone hydrochloride], and phenergan [promethazine hydrochloride), cervical cancer, post-traumatic stress disorder, head injury, hypokalemia and sinusitis. Previously administered products included: varicella zoster vaccine, azithromycin, glycerol, albuterol sulfate, prochlorperazine and hydromorphone. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy laparoscopic (bilateral) done on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.183 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: exam: hysterosalpingogram history: (B)(6) 2014 s/p essure tubal occlusion procedureplease confirm adequate occlusion and placement of coils. Procedure: the nature of the procedure, its risks, its benefits, and its alternatives were explained to the patient. She was given an opportunity to ask questions. She agreed to undergo the exam, and verbal consent was obtained. The cervix was visualized with a vaginal speculum. The external cervical os was cleansed with betadine. The hysterosalpingogram catheter was advanced into the cervical canal, and the balloon was inflated with 1.5 cc of air. Omnipaque 300 contrast was then injected into the endometrial cavity, and digital spot radiographs were obtained in multiple projections. Complications: the patient tolerated the procedure well. No immediate complication detected. Findings: uterus: the endometrial cavity is normal in size and shape; no filling defect is seen. Fallopian tubes: essure devices are in the expected locations with the tips in the radiographic uterine cornua bilaterally. No contrast is seen in the fallopian tubes. No free intraperitoneal spill. Impression: bilateral tubal occlusion via the essure devices [pathology test] on (B)(6) 2020: surgical pathology: final diagnosis: bilateral fallopian tubes, salpingectomy: completely transected sections of fallopian tubes. Essure coils identified (gross only). Gross: received: in formalin. Label: patient's name and medical record number as "bilateral fallopian tube and essure coils description: tan segments of fallopian tubes. Also within the container are two essure coils, first is intact with spiral coil attached with a middle stick measuring 3.2 cm length, second one is fragmented and uncoiled. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage ((B)(4)). Batch no. C03093,production date:2013-12-05,expiration date:2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.